Event description:
It was reported that the patient did not receive pain relief from the indirect decompression spacer and underwent a successful explant procedure. The physician assessed the device was positioned properly and there were no adverse events associated with the device. The spacer will not be returned as it was disposed of by the medical facility. Despite good faith efforts, the device model and lot number are unable to be obtained.